Manufacturer narrative:
Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325. Based on the available information, this event is deemed to be a malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient reported obstruction alarm due to bent cannula event on 30 mar 2026.